Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the doctor closed the stapler and waited twenty seconds before firing. The firing handle moved slightly then locked up. The doctor released the stapler and removed it. There were a couple of staples that had been released on the proximal end. The doctor opened a new stapler and it fired normally. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5d63t. Investigation summary : the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.